Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report for an event which occurred in (B)(6) stating "brand new device detected contaminated at 6cfu and after at 41 cfu" involving pentax model ed34-i10t/serial (B)(4). The report indicated that the device was contaminated with 6 cfu. The device was then reprocessed and sampled and was found contaminated with 41 cfu. Pentax medical has requested additional information from the user along with requesting return of the device to pentax medical.